Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed a break in the cannula body, approximately 2.5 inches from distal tip. The break is approximately 350 degrees around the circumference of the cannula body. There were no signs of dents or damage to the spring wind detected in the break area. There was no evidence of uncured material throughout the cannula body. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the information provided and analysis results, medtronic's engineers suspect a normal process or material variation in the manufacturing process as the likely root cause of the split in the cannula body. However, the actual root cause is still under investigation and no formal conclusions can be made at this time.

Event description:
Medtronic received information indicating that at the end of the case, small amounts of air was observed in the venous line. The decision was made to remove this venous cannula. Upon removal, a separation in the tubing was found. There were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.